Event description:
It was reported that the customer had a no delivery when filling up the reservoir. Customer blood glucose level was 105 mg/dl at the time of the event. Troubleshooting was performed and reservoir was able to fill without a no delivery alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.